Event description:
This spontaneous case was received on (B)(6) 2014 from a physician via a sales representative and concerns a (B)(6) year old female patient. On (B)(6) 2013, the patient started treatment with sculptra (poly-l-lactic acid) injection with two vials for an unknown indication. The batch number used was not reported. About three to four weeks after treatment, the patient began to experience rapid swelling around her neck and face, and areas that were not even injected. It was reported that the patient retained about a liter of fluid in her face at the injection site. The physician saw the patient a couple of times and taught her the technique to do lymphatic drainage and prescribed lasix and medrol dose pack. The patient has been coming to the clinic to receive radiofrequency procedure as well. The patient is 50% better now and her blood work is all normal. The patient does not have other health conditions. The physician believes the adverse event is probably related to the amount of volume injected. No additional information is available. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4)(medcomm solutions on behalf of (B)(4)).

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2014: swelling face assessed as serious and possibly related.